Manufacturer narrative:
Date of event was approximated to (B)(6) 2017 as hemorrhage reportedly started occurring from (B)(6) 2017. However, no specific event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The removed segment of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2012. According to the complainant, hemorrhage during defecation had been occurring since (B)(6) 2017 so the patient visited a nearby physician on (B)(6) 2017. She was then diagnosed with mesh exposure with the help of colonoscopy. There were reportedly no signs of infection. Because the patient was busy, an elective surgery was requested, and transvaginal posterior wall mesh removal, trans-anal rectum repair, and laparoscopic colostomy procedures were performed under general anesthesia on (B)(6) 2018. The patient showed good progress after the mentioned procedures and as a result, colostomy closure was performed on (B)(6) 2018. The patient was then discharged after progressing well. There was no recurrence of pelvic organ prolapse.